Event description:
It was reported that the catheter was bent during infusion with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), intravenous indwelling needle was implanted in the right forearm of the patient, and the indwelling needle infusion was un-obtruded without any abnormal condition. On (B)(6), when the infusion liquid infusion, with 10 ml liquid seal tube flushing, encounter great resistance, liquid seal tube can't push, thought blocking pipe, hence decided to pull out the needle, needle out and found the hose front folding tube obviously, into the sealing tube fluid, liquid into smooth, no plugging pipe and coagulate blood clots, so the decision is caused by needle tube in the endovascular liquid drip into the poor.

Manufacturer narrative:
A device history review was conducted for lot number 8325599. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was bent during infusion with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on november 14 intravenous indwelling needle was implanted in the right forearm of the patient, and the indwelling needle infusion was un-obtruded without any abnormal condition. On november 15 when the infusion liquid infusion, with 10 ml liquid seal tube flushing, encounter great resistance, liquid seal tube can't push, thought blocking pipe, hence decided to pull out the needle, needle out and found the hose front folding tube obviously, into the sealing tube fluid, liquid into smooth, no plugging pipe and coagulate blood clots, so the decision is caused by needle tube in the endovascular liquid drip into the poor.